Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), d4 (serial, catalog, primary UDI number). Upon review, the section d brand name, primary UDI, catalog and serial number have now been updated. H10: added related device report number.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Based on all available clinical and device information, the reported hemolysis and intracardiac bubbles the pump remained well positioned, exhibited appropriate flows and motor current, generated no alarms, and the purge system was functioning as intended. The delayed bubble appearance on formal study and absence of structural cardiac defects on tee suggest an alternative patient specific etiology such as a suspected avm. The device performed as designed, and no device deficiency has been identified at this time. The patient survived.